Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating and subsequently, the pump shut down. The customer's blood glucose was 290 mg/dl. In addition, it was reported that the time and date were inaccurate on the pump, cause was unknown. The customer corrected the time and date to resolve the issue. The customer continued to use the pump for insulin therapy.